Event description:
It was reported that the scale was inaccurate. There ws no pt involvement or any adverse evens.

Manufacturer narrative:
Load cell. Serial number (B)(4) does not exist at this account. The serial number of the bed evaluated is unk.